Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 149, 112 and 118 mg/dl. The customer's expected fasting blood glucose test result range is 88 - 106 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 162 mg/dl and 155 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is 10/11/2016. The meter memory was reviewed for previous test result history(date/time no set correctly: (B)(6). Memory concerns:all results listed above.